Event description:
It was reported that during an afib - paroxysmal procedure, the physician started ablating at 25w, after a few minutes, he ramped up the power to 30w and soon after 35w. He continued to burn throughout the left atrium at 35w. About 30 minutes post procedure; the physician checked on the patient since his blood pressure was low and he noticed a pericardial effusion. The physician decided to drain the fluid from the pericardial sac and it was reported that approximately 300cc has been drained from the patient. After draining the fluid, the patient's blood pressure rose back up and is in the stable condition.

Manufacturer narrative:
(B)(4).